Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: 8 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received 8 closed samples for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with dafilon suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Event description:
It was reported that there was an issue with the sutures. During an unspecified surgery, the suture broke very easily. It was a general statement and the facility staff did not specify a patient or procedure. Additional information was not provided.